Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the clip applier was being used on femoral artery, when the device was fired it cut through the artery.